Manufacturer narrative:
Section d10: concomitant products: - cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 84 y/o female patient had an original exactech right tha performed on 04/26/2016. The patient presented back to surgeon's office with complaints of pain, instability, and dissatisfaction with their right hip replacement. The patient presented back to the provider with a dislocated prosthesis. The patient had a recalled hip poly liner. The patient was scheduled for a hip revision possible femoral head and acetabular liner swap on (B)(6) 2023. The patient underwent an acetabular liner and femoral head swap. During the first liner implantation, the liner did not lock in the position that the surgeon wanted it to be in. He removed the liner, and a new implant was opened and re-implanted in the desired position. There are two liners shown on the picture and the darker colored liner in the picture is the new xle vitamin e liner that was taken out due to position and a new one was replaced. Patient was revised to novation xle lipped liner g2 36mm, biolox option head 36mm, biolox option adapter +0mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the devices were discarded by the facility.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to a combination of risk factors specified in an hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.